Manufacturer narrative:
The field service engineer was on site on (B)(4) 2011. He replaced the sample probe and performed the associated alignments. He performed a carryover procedure which met specifications. All verification testing met specifications. Although repairs were made through on-site service, a definitive root cause for this event has not been identified to date.

Event description:
The customer reported that on (B)(6) 2011 an erroneous, elevated myoglobin result above the normal reference range was generated on a unicel dxl800 access immunoassay system for one patient sample. Subsequent repeat results on the same instrument, as well as another instrument, were within the normal reference range. The customer reported that the repeat result on the unicel dxl800 access immunoassay system was 30 ng/ml. The initial, elevated result was not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Data supplied by the customer indicated the generation on one erroneous, elevated myoglobin patient sample result as well as two repeat sample results within the normal reference range. The unicel dxl800 access immunoassay system repeat result was 38 ng/ml. Quality control results (qc) were within the customer's established ranges prior to and after the erroneous results. There were no errors posted to the event log in association with this sample. A system check performed on (B)(6) 2011 yielded acceptable results. The customer stated that the sample volume appeared to be "at least half full". Collection tube manufacturers recommend collection tubes be filled within 10% of the tubes stated volume.